Event description:
Event description guidant received information that these implantable leads were surgically abandoned and replaced. The ventricular lead (4456) had an impedance >2500 ohms and was fractured. The atrial lead (4480) was accidentally cut during the procedure. ,